Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01045, 0002648920 - 2022 - 00090, 0001822565 - 2022 - 01046.

Event description:
It was reported that patient is suffering from pain, limping, and is not happy with the implants after an unknown amount of time post initial hip procedure. Patient reports having seen many different doctors and attended many physical therapy sessions with no progress. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent initial hip surgery on (B)(6) 2016 with no complications. The patient has ongoing pain, a limp and is not satisfied. The patient reports limping; difficulty walking and rates pain 8/10. No loosening; components in excellent position. Moderate tendonitis with moderate undersurface and interstitial tearing of the right common hamstring tending on the ischial tuberosity. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.